Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the needle retracts with the simple touch of the button causing blood splatter.

Manufacturer narrative:
H6: investigation summary: "material #: 367392. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode for blood leakage and premature retraction. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed."

Manufacturer narrative:
D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: additional one applies; jka d4. Medical device expiration date: unknown h4. Device manufacture date: unknown d4. Medical device lot#: unknown b3: date of event is unknown. The date received by manufacturer has been used for this field. (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the needle retracts with the simple touch of the button causing blood splatter.